Event description:
The pt reportedly experienced ongoing intermittencies followed by loss of lock between the external equipment and the internal device. Device testing could not be performed due to loss of lock. Surgery to explant the pt's device has been scheduled.